Event description:
The customer reported to olympus that during preparation for use they observed the biopsy channel was not continuous at the distal end. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing, it was observed the instrument channel was clogged by an unidentified white plastic material (foreign material). This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
During inspection and testing, foreign material found in the channel was suspected to be due to insufficient cleaning of the device. In addition, service found there was a leakage from the biopsy channel, the insertion tube was deformed and the bending angle was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the forceps channel appeared to be a white plastic material but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, a deformation of the forceps channel/insertion tube was observed which could contribute to the retention of foreign material; the observed deformation was likely the result of user handling/mishandling. No additional device reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use sections below: bf-h1100, bf-1th1100 operation manual chapter 3 preparation and inspection; bf-h1100 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.